Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist, the patient reported diminished sound quality and occasional popping and banging noise with her cochlear implant system. The patient was treated for an ear infection 2007. During the examination, it was determined that the electrode array had migrated out of the cochlea. The patient's device was explanted 2007. She was not reimplanted due to the infection and her use of a device in the contralateral ear.